Event description:
It was reported that the customer experienced a severe low blood glucose (bg) level resulting in loss of consciousness. A specific bg value not provided. Additional information was not provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.